Manufacturer narrative:
(B)(4). A follow up report will be submitted upon completion of the investigation.

Event description:
The customer stated the device detected a fault during routine maintenance. No patient involvement.